Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by clearing the alarm and resuming insulin, and no additional assistance was necessary. The case was closed by technical support.